Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: review of the black box data confirmed record of time and date reset. On investigation, the pump was exercised for 24 hours. The pump was then powered down for a total of six hours and then powered on again. The time and date reset to the factory default setting when powered on. The pump was opened for investigation and revealed the internal time/data battery was corroded.

Manufacturer narrative:
Follow up #2 submitted: 10/13/2014. Device evaluation: review of the black box data and alarm history revealed record of call service alarm (078-0009) recorded. On investigation, the pump powered on and emitted a call service alarm (064-0008) during the rewind step. A leak test was performed and revealed a moisture leak; testing of the pump¿s advanced features were not able to be evaluated due to the moisture leak. The pump was opened for investigation and revealed moisture corrosion present on the motor wiring and connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue and call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.